Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
After receiving the donated autopulse platform (sn (B)(6)) from washington county ambulance, the customer replaced the battery to power on and test the autopulse platform. However, the platform displayed "system error, out of service, revert to manual CPR." No patient involvement.